Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  It is unknown which 3 leads migrated so all leads are being reported on. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2021-14747. Related manufacturer reference number: 1627487-2021-14750. Related manufacturer reference number: 1627487-2021-14752. It was reported that 3 of the patient's 4 leads had migrated. As a result, the physician explanted and replaced the patient's leads. Therapy was restored following the procedure.